Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia. The patient's blood glucose levels reached 23 mmol/l (414 mg/dl) while wearing the pod between 1 and 4 hours on the abdomen. Symptoms reported include cold sensations, shakiness and blurred vision. Medical attention was sought at zeisigwaldkliniken bethanien chemnitz and they saw dr. (B)(6). As treatment, 4 units of insulin was administered by pen and a new pod was placed. The patient suspects that the hyperglycemia resulted from a failure to update the controller software. The patient was released after 2.5 hours.